Manufacturer narrative:
Investigation summary: the evaluation of heartmate ii lvas, confirmed a driveline issue that could have contributed to the reported pump stops on battery power and the ungrounded patient cable. The patient underwent a pump exchange on (B)(6) 2018 and (B)(4) was returned assembled with the driveline severed approximately 11¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 30.5¿. The metal braided shield was slightly pulled away from the nipple of the pump housing, and shield breakdown was observed approximately 8¿ from the pump housing. Minor breakdown was also observed along the exterior portion of the driveline. Electrical continuity testing of the returned portions of the driveline revealed that a short to shield was able to be induced in the pump-end driveline segment upon manipulation near the metal braided shield breakdown. Upon removal of the metal braided shield, visual inspection of the underlying wires revealed breaches in the insulation of the black and brown wires approximately 7.5¿ from the pump housing and a breach in the insulation of the orange wire approximately 8¿ from the pump housing, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the black or brown wires made direct contact with the orange wire, or if these wires made simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the reported pump stops while connected to battery power and the ungrounded patient cable. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate ii lvas patient handbook, document (B)(4), rev. B, contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced known short to shield and driveline replacement performed on (B)(6) 2018 was reported on medwatch MFR report #2916596-2016-02229. The device is expected to be returned for evaluation. It has not yet been received. Age of device: 6 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2011. It was reported that pump stoppages occurred when the vad was connected to batteries or tethered to a power module using an ungrounded patient cable. It was mentioned that the patient has a known short to shield issue since (B)(6) 2016 and continued to have alarms after a distal end driveline replacement was performed on (B)(6) 2016. On (B)(6) 2018, the patient underwent a pump exchange due to the damaged driveline.

Event description:
Additional information: patient was symptomatic.